Event description:
Healthcare professional reported through the journal article " silicone breast implant rupture is more prevalent in the dominant limb side, a retrospective cohort study. Journal of plastic reconstructive and aesthetic surgery." That patients are more likely to experience rupture or capsular contracture (baker grade unknown) for breast implant devices is more prevalent in the dominant limb side. The devices have been explanted.

Manufacturer narrative:
Article citation: hadad, e., sualhi, I., legarda, c., seligman, y., sorkin, a., dor, o., menashe, s., heller, l., & wiser, I. (2023). "Silicone breast implant rupture is more prevalent in the dominant limb side, a retrospective cohort study". Journal of plastic reconstructive and aesthetic surgery, 80(2023), p.126-132. Https://doi.org/10.1016/j.bjps.2023.02.016. Correspondence contact: dr. (B)(6). Department of plastic surgery. (B)(6) medical center. (B)(6) israel. Email: (B)(6). Additional contributing doctors: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.